Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the quality of the image was not high enough to determine if the device was unfired, pre-fired, partially fired, or fully fired. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic lobectomy, while working on the lung lobe, the device was not able to fire. The surgeon was able to press the green button but could not squeeze the handle. The surgeon used another reload to resolve the issue. There was no patient injury.